Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus. During the device inspection, the customer's complaint was not confirmed, and no foreign material was observed in the biopsy channel. Based on the results of the investigation, the foreign material could not be identified, and the root cause could not be determined. However, it is likely the device was not reprocessed properly because of a leak from the scope cover. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ in addition, in case device repair is ordered from olympus without clinical use when an abnormality, such as leakage and/or damage, is detected from the device, if any unclear points or uneasy steps are encountered in the reprocessing process, observation and/or training will be conducted by an expert at your facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope exhibited residue that was found in the biopsy channel, which the user believed was the previous patient's biopsy. The issue occurred during a diagnostic gastroscopy. The procedure was completed without delay. There were no reports of patient harm or impact associated with this event.